Manufacturer narrative:
The customer contacted siemens to report sixteen falsely elevated carbon dioxide (co2_c) patient sample test results were obtained from an atellica ch 930 instrument. The customer reported the building water supply was compromised during a water filter change. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse performed a decontamination procedure on the instrument and ran quality control materials with acceptable results. The cause of the falsely elevated co2_c test results was water supply contamination after maintenance. The instrument is performing within specifications. No further investigation of this instrument is needed. MDR 2432235-2021-00025 was filed for the same event.

Event description:
Sixteen falsely elevated carbon dioxide (co2_c) patient sample test results were obtained from an atellica ch 930 instrument. The initial test results were not reported to the physician(s). The same samples were repeated on the same or an alternate atellica ch 930 instrument. Lower test results were obtained and reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.